Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unable to verify failed battery test alarms, low reservoir alarms anomalies or perform any test due to keypad anomaly. Unit received with cracked reservoir tube and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 179 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.